Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and there was oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical product: 5076-58 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the patient¿s follow-up visit a right ventricular (rv) lead integrity warning was observed. High rate no n-sustained episodes on the rv lead were observed. The rv lead remains in use. Additionally, it was reported that there was crosstalk on the atrial lead. The atrial lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was later capped and replaced with a new rv lead.